Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion was 85% stenosed, mildly tortuous and moderately calcified. The balloon ruptured upon second inflation for 8 seconds. The device was removed normally.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1: initial reporter healthcare facility name -(B)(6). E1 - initial reporter address 1: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 15mm in length and extended from a position 4mm proximal of the distal markerband to 19mm proximal of the distal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Manufacturer narrative:
E1: initial reporter healthcare facility name - (B)(6).

Event description:
It was reported that balloon rupture occurred. A 12.0 x 60, 135cm mustand balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.